Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 05aug2019. The manufacturer¿s international service technician confirmed the reported pressure sensor failure. The manufacturer¿s international service technician replaced the proximal pressure sensor to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The customer returned a data acquisition (da) board was installed in an failure investigation (fi) test ventilator. The pressure accuracy test was executed and passed. The proximal pressure sensor showed an offset but is was still clearly below the specification limit. Solenoids 3 and 4 properly connected the proximal pressure sensor to ambient pressure when activated. The ventilator was started in normal ventilation and power cycled 30 times without errors occurring. No failure was found. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
During periodic maintenance, the manufacturer¿s international service technician identified the pressure sensor error on the proximal line was large. There was no patient involvement.